Event description:
Customer reportedly received results of 400 something (mg/dl) and 150 something (mg/dl) between 10 to 15 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.